Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported the patient was on impella cp support and the purge line snapped in half between the purge filter and purge reservoir which triggered air in line alarms. Purge bypass was performed with a 21 gauge needle without any leaks. Alarms have resolved and purge flows/pressures are stable. The staff will replace the pump eventually. The patient survived the event.

Manufacturer narrative:
D.9 updated as the pump and purge cassette were returned for investigation. The investigation for the purge leak has been completed. Product was returned and evaluated. The purge sidearm tubing was trimmed to an inch above the kink protector and a bypass was implemented with a needle. The pump was returned cut, and the sidearm filter and reservoir were not returned. The data logs showed "air in purge system" alarms and a sudden drop in purge pressure and purge flow for about half an hour before returning. The root cause of the pump purge leak was most likely damage to the reservoir to filter joint.